Event description:
A non-healthcare professional reported system caused incomplete cut due to poor docking and surgeon converted to manual over to complete the cut with excimer in the left eye of the patient during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specification as per service installation record. The root cause cannot be identified conclusively, based on provided information. The manufacturer internal reference number is: (B)(4).